Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The drive gas check valve, o-ring, and sensor interface board were proactively replaced, and the unit was returned to service. The customer contact informed ge healthcare that the patient information is not available for the reported event.

Event description:
The hospital reported mechanical ventilation failed during use. The case was finished in manual mode. There was no report of patient injury.